Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 15mmol/l. Customer performed self-test and test is ok. Customer received many batter out limit in alarm history. The customer does not trust the pump as it died during the night and woke up at 27mmol/l. The customer was advised that we will exchange the pump as requested.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No battery out of limit alarm or unit unexpectedly shutting down noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.